Manufacturer narrative:
The 510(k) # is k073231.

Event description:
The reporter contacted lifescan to report a cracked display with the subject meter. A replacement meter was sent to the patient. There were no allegations of harm or injury as a result of the reported issue.